Event description:
Reporter alleged obtaining discrepant blood glucose results of 103 mg/dl back to back with a result of 198 mg/dl when testing was performed on the advantage system within 5 minutes. No treatment info or info as to whether any actions were taken was provided. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.